Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information indicated that the lead exhibited high impedance and noise. The noise could be reproduced through isometrics. The patient was asymptomatic. No intervention was reported.

Event description:
It was reported that the atrial lead exhibited high impedance. No intervention had been reported. The patient would be monitored.